Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records could not be performed as this complaint is based on an article and the specific lot/part numbers are not available. Additionally, a review of the complaint history records could not be performed as this complaint is based on an article and the specific lot/part numbers are not available. The reported patient effects of mitral valve insufficiency/ regurgitation/recurrent mr (which is worsening mitral regurgitation), and worsening heart failure as listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the limited information available, a cause for the reported mitral valve insufficiency/mitral regurgitation (mr) (recurrent mr), heart failure, unexpected medical intervention and hospitalization cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Date of event, implant date are estimated dates. The UDI and part number are not known lot number was not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: qca to guide treatment of inter-clip mitral regurgitation between two previously implanted mitraclips.

Event description:
This is filed to report heart failure, recurrent mitral regurgitation, medical intervention, and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: heart failure, recurrent mitral regurgitation, device caused damaged, prolonged hospitalization, and medical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "qca to guide treatment of inter-clip mitral regurgitation between two previously implanted mitraclips. No additional information was provided.